Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm). Some atrial activity was falling into the blanking periods. The lead remains in use. No patient complications have been reported as a result of this event.